Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The remote field service engineer (fse) checked the detector remotely and revealed that it is not possible to calibrate the detector. He collected logs and other information to send for analysis to get the detector replaced. The detector was quoted as replacement. The according quote was rejected by the customer. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Event description:
The customer reported that the portable detector model skyplate was dropped, and since then it has not been possible to read images. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.